Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument was partially damaged. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the long bipolar grasper instrument was inspected prior to use and no damage was noted. The instrument was in use for several hours before the breakage occurred. The surgeon did not notice any issues with the functionality of the instrument. It is unknown if the instrument collided with any other instruments or other hard material during the surgical procedure. The surgical staff did not notice any damage to the cannula after the event occurred. The fragment(s) were collected in a bag inside the patient's body. The customer confirmed that all the pieces were recovered. No additional surgical procedures were required to remove the fragments. There were no postoperative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument and the fragments are available for return. There are no photographic images of the device or video recordings of the procedure available.

Manufacturer narrative:
Updated sections, h3, annex codes: g, c, d. Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley near the grip. A broken piece was missing because of the breakage and it was not returned with the instrument. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.